Manufacturer narrative:
According to thermage cpt system technical user¿s manual burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. A review of the manufacturing requirements showed all requirements were met. Customer has been unresponsive to attempts to follow up for adverse event information. No product returned for evaluation. Based on the available information, no causal factor can be determined, and no conclusions can be drawn.

Event description:
A treatment facility reported that a patient experienced a burn during a thermage cpt treatment. Reporter stated they were not sure if there was any problem with the tip prior to treatment but noticed a couple black marks or holes on the surface of the tip during treatment that are hard to see. Additional patient details and information was requested, but not received.